Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) occurred for the right ventricular (rv) lead. The rv lead had high impedance, noise, oversensing, and a possible fracture. The physician changed the lead programming and closely monitored the patient. The physician confirmed the patient was pregnant and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred. Rv lead integrity warning occurred on 2015-(B)(6) for short interval counts (sic) greater than thirty in three days and rv lead impedance variation in last sixty days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Rv pacing impedance measured 1634 ohms with impedance trend varying. Trend slowly rose upward from 650 ohms. Analysis of the devicememory indicated oversensing due to non-physiologic signals/sic. Beginning 2015-(B)(4), ventricular sic was up to 56 and there was vt-ns episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.